Manufacturer narrative:
This report is submitted on january 04, 2022.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2021 for skin flap necrosis and infection (specific date not reported). During the admission, the patient underwent a skin flap revision under general anesthesia on (B)(6) 2021. The patient was treated with IV antibiotics post operation (duration not reported) and the patient was discharged on (B)(6) 2021. However, the issue could not be resolved. The device was explanted (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. Device analysis report attached. This report is submitted on march 2, 2022.